Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/05/2022, it was reported by a sales representative via sems that a ar-8305 console smells like something is burning when it is turned on. This occurred during an unknown time, with no patient effect reported.

Manufacturer narrative:
(Overcurrent condition) complaint confirmed. The evaluation determined that the reported event was due to damage to the control board. The damage was attributed to an overcurrent condition. The cause was product design related (software).

Manufacturer narrative:
The evaluation confirmed the reported event, "ar-8305 console smells like something is burning when it is turned on." And attributed to an overcurrent condition based on an undetermined cause.